Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The data analysis showed that the console logs had a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The reported failure mode was reproduced during testing at the field service (fs). Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring communication channel. The root cause of the "system self check failure" was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. D2 common device name revised on manufacturer device report 1220648-2025-26360 in accordance with updated procedures. E1 initial reporter prefix and name revised on manufacturer device report 1220648-2025-26360 to reflect the biomedical engineer name. E1 initial reporter phone number revised as it was not included on the initial manufacturer device report 1220648-2025-26360. E2 revised to no; on manufacturer device report 1220648-2025-26360. E3 revised to biomedical engineer on manufacturer device report 1220648-2025-26360. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26360 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) presented a system self-check failure error. This issue occurred during use in a cath lab. No further details were provided.